Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported adverse impact to the customer's blood glucose (bg) level for the past event. However, the customer reported a bg level of 183 mg/dl for the most recent event. Reportedly, the customer had manual injections as alternate insulin therapy.